Event description:
During PICC insertion, the wire from the microintroducer was extended 2-3 inches from the insertion site. After disposing the 20 g microintroducer sheath, it was noted that the wire was no longer exposed. The wire tip was palpated within the vein above the insertion site. The wire was retrieved in radiology under fluoro.